Manufacturer narrative:
Physio-control further evaluate the removed interface pcb assembly. During evaluation, it was observed that solder joints of a pcb mounted jack connector, designator j31 had process residue present. After the solder joints were cleaned, normal functionality was then observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device cannot be powered on. The customer indicated that this device is brand new and this was observed before being put into use. There was no patient use associated.